Event description:
The patient reportedly experienced intermittencies followed by loss of lock with her cochlear implant. External equipment was exchanged, however, the problem was not resolved. Surgery to explant the patient's device will be scheduled.